Event description:
On (B)(6) 2025, a 34-year-old patient underwent a steerable ureteroscopic renal evacuation (sure) procedure, and a mucosal perforation of the renal pelvis was identified between the upper and middle pole infundibulum. The procedure was halted, and the device was removed prior to laser ablation and aspiration. A flexible ureteral pyeloscopy was used to place a stent for approximately 6 weeks to facilitate healing. The treating physician did not attribute the perforation to the device and noted a similar risk would be present with any ureteroscope. No device malfunction was reported.

Manufacturer narrative:
The device was returned for investigation and was determined to function as intended. No device issues or malfunctions were observed. Ureteral injuries are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). Stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. The lot history review (lhr) for lot # 85879616 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution.